Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with the monarc subfascial sling on or about (B)(6) 2010 to treat her pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged plaintiff began experiencing pain, bleeding, mesh erosion, exposure/extrusion/protrusion, infections, bladder and bowel problems, pain with sexual intercourse, and other severe adverse health consequences, some time after the implant. Plaintiff's attorney also alleged plaintiff suffered severe and debilitating injuries, serious bodily injury, mental physical pain and suffering, and permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.